Event description:
A healthcare facility in colorado reported via a fisher & paykel healthcare (f&p) field representative that a CPAP probe of bubble CPAP generator was loose. The bubble CPAP generator is part of the bc163-10 bubble CPAP system kit. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint bc163-10 is currently en route to fisher & paykel healthcare in new zealand. We will provide a follow up report once we have received the devices and completed our evaluation.

Manufacturer narrative:
(B)(4). Method: the complaint bc163-10 bubble CPAP system was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected, and performance tested by a trained f&p technician. Result: visual inspection of the lid of the returned bubble CPAP showed that it was molded. Performance testing of the returned device revealed that the distance between the probe connection was measured to be wider than that specified dimension. Conclusion: we are unable to determine the cause of the reported fault. The existing design of the CPAP probe is intended to be adjustable, which leads to the possibility of inadvertent movement. We note that there is a physical stop in the bubble CPAP probe, to prevent the pressure from exceeding 10cmh20, and that a pressure manifold is used with the breathing circuit, to reduce the risk of unsafe circuit pressure. The user instructions that accompany the bubble CPAP system kit illustrate in pictorial format the correct set-up and proper use of the bubble CPAP generator. It also states the following: "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." "Regularly observe the CPAP generator for bubbling. If bubbling is not observed, check for and minimize the air leaks in the system and at the patient. If air leaks have been minimized, air flow may be increased to achieve continuous bubbling."

Event description:
A healthcare facility in colorado reported via a fisher & paykel healthcare (f&p) field representative that a CPAP probe of bubble CPAP generator was loose. The bubble CPAP generator is part of the bc163-10 bubble CPAP system kit. There was no patient consequence.